Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product device was received for evaluation. Visual and functional testing were performed. Visual inspection found customer's stickers on the front, paint was chipping off the cover and enclosure, cracked water tank cover, the liquid crystal display (lcd) was not displaying values, and old style plate clip. During functional testing, the tank was filled with water, added temperature check, pulled in line cord, and turned on power switch. The reported issue was confirmed. The root cause of the reported issue was found to be the printed circuit board (pcb ) was not working properly. The technician replaced the enclosure, line cord, membrane switch, water tank cover, plate clip and added new labels. Performance maintenance was performed, device passed functional and delivery tests. D4 unique identifier and g5 are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that device goes into over temperature. No patient injury was reported.